Manufacturer narrative:
The customer reported that the telemetry transmitters were going into communication loss with the central nurse's station (cns). The resolution to the issue was rebooting the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the gz series telemetry transmitters were used in conjunction with the cns, but the model and serial numbers were not provided.

Event description:
The customer reported that the telemetry transmitters were going into communication loss with the central nurse's station (cns). The resolution to the issue was rebooting the cns. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) hospital reported the following issue with pu-681ra; sn (B)(6). From patient monitoring: all the gz transmitters on the network in one department went into comm loss. Customer had checked all the access points and they were ok. Customer can ping all the transmitters. All the patients were being monitoring manually. Service requested: troubleshooting. Service performed: troubleshooting was done on 02/28/2020. Cits checked the server and host server and everything looked fine, no issues. Investigation summary: there is insufficient information available to proceed with root cause investigation, but the issue resolved on rebooting the cns. Investigation determined the issue poses high risk since the reported issue was categorized as MDR. The reported issue does not require further investigation through CAPA process considering the decline in trend of issues being reported since the previous year. Additional device information: d10 concomitant medical device: the gz series telemetry transmitters were used in conjunction with the cns, but the model and serial numbers were not provided. Corrected information: e2 health professional?: corrected the selection from "no" to "yes."

Event description:
The customer reported that the telemetry transmitters were going into communication loss with the central nurse's station (cns). The resolution to the issue was rebooting the cns. No patient harm reported.